Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The cycler displayed multiple alarms prior to discovery of the fluid leak. One of those alarms was ¿make sure heater bag is on the heater tray¿. The patient¿s contact stated they were unable to bypass the alarms and ended up cancelling the treatment. The patient did not complete their treatment; however, it was reported that the incident occurred towards the end of their treatment. When the cassette was removed from the cycler door, it was reported that fluid began leaking out. The patient¿s contact stated that the film on the backside of the cassette was peeling at the seam and believed this to be the source of the leak. The technical support (ts) representative advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up with the pd nurse, it was reported that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler and is continuing pd therapy with no further issues. The cassette used by the patient was not available for evaluation, as it was reportedly discarded. The cycler was picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.